Manufacturer narrative:
Manufactured october 24, 2016 ¿ october 25, 2016. One actual infusor was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The unit was returned to the plant containing approximately 40ml of solution in the reservoir/balloon. A visual inspection on the unit via the naked eye showed no evidence of a leak. The solution was noted to be ¿cloudy¿ due to the excess drug precipitate in the solution. The drug in the solution was desferrioxamine and sodium chloride. A functional simulated use test was performed by filling the reservoir/balloon with green colored water. During and after fill, no evidence of a leak was observed. The reported condition was not verified. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor filled with desferrioxamine 1500mg in 40ml sodium chloride 0.9%, leaked prior to use. There was no patient involvement. No additional information is available.